Event description:
It was reported that approximately 6 months post-implant of a bifurcated device, a suprarenal aortic extension, and four limb extensions (two in the left iliac and two in the right iliac), a follow-up computed tomography scan revealed a type iii endoleak between the limb extension in the left common iliac artery and the bifurcated device. The patient was treated with an infrarenal aortic extension, which successfully corrected the endoleak. The infrarenal aortic extension was ballooned after the implant obtaining good seal. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.